Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: etew2020c82ej, serial/lot #: (B)(4), ubd: 16-may-2018, UDI#: (B)(4). Product ID: etlw1620c124ej, serial/lot #: (B)(4), ubd: 15-sep-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 55mm diameter abdominal aortic aneurysm. It was reported approximately 6 months post the index procedure during patient follow up, a suspected type iii(fabric tear) endoleak was observed. As per the physician, tearing was found in several positions around the flow divider of the main graft bifurcation. Re-intervention was carried out on the same date, during the intervention a type ii endoleak was suspected arising from the ima. A laparotomy was performed and a slight type iii endoleak was observed, non-mdt stent grafts were implanted to realign the endurant stent graft and ballooning was also performed. A final angiography showed the endoleaks to be resolved. The cause of the event is undetermined. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.